Event description:
Philips received a complaint by the customer on the v60 indicating that the accept button was not responding. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the accept button was not responding. The remote service engineer (rse) stated the customer removed the accept button rubber cover and it responded when the switch on the switch printed circuit board assembly (pcba) was pressed directly. The rse advised the customer to reinstall the rubber cover so that it may provide contact to the switch directly. The rse also provided the customer with the part number of the switch pcba if replacement was necessary. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 18feb2026, 25feb2026, and 11mar2026 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.